Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the device jammed. The case was completed by opening another device. There was no consequence to the pt.